Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 sensor disconnected from the ilet and, after an ilet restart and reconnection, displayed a cgm value of 258 mg/dl while a contemporaneous fingerstick measured 128 mg/dl; the user was instructed to calibrate on the ilet and recheck in 30 minutes, with a recommendation to contact the cgm manufacturer for a replacement if accuracy did not improve. Symptoms included inaccurate glucose readings without reported physiological effects. Outcomes included no injury, no emergency care, and no hospitalization. Investigation included guided troubleshooting, device restart, and sensor calibration. Investigation of this case revealed transient signal loss between the cgm and ilet and a subsequent accuracy discrepancy consistent with sensor or signal communication issues rather than pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely cgm-related performance variability and communication interruption.